Event description:
It was reported that the right atrial (ra) lead experienced high pacing threshold. The ra lead was reprogrammed to bipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The analyst noted that the atrial capture management weekly trend shows the max threshold elevated and variable from (B)(6) 2013 to (B)(6) 2014, and the threshold was high at greater than 2.5 volts all other weeks prior and post this timeframe within the record.